Event description:
The patient reported tenderness at the incision site and felt like the wires were sticking out. However, erosion did not occur. The coil made a lump under the incision due to the coil not being implanted deep enough. An explant procedure was performed on (B)(6) 2021 and new leads were implanted. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with an antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The clinical representative confirmed paresthesia was tested on the table. However, new leads were implanted because the patient reported the stimulators were not working. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the tenderness is due to incorrect surgical technique as the implanting clinician did not implant the coil deep enough (user error - clinician).

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with an antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The clinical representative confirmed paresthesia was tested on the table. However, new leads were implanted because the patient reported the stimulators were not working. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the tenderness is due to incorrect surgical technique as the implanting clinician did not implant the coil deep enough (user error - clinician).

Event description:
The patient reported tenderness at the incision site and felt like the wires were sticking out. However, erosion did not occur. The coil made a lump under the incision due to the coil not being implanted deep enough. An explant procedure was performed on (B)(6) 2021 and new leads were implanted. No further issues have been reported.